Manufacturer narrative:
The following components were received in the return: delivery catheter with tether wires, hub and sensor removed. Visual inspection of the length of the catheter was found to be normal, other than missing components resulting from previous sensor deployment. Visual inspection of the skiving portion of the catheter was found to be normal. A soft texwipe was ran along the distal portion of the catheter and no rough patches or protrusions were observed. It is unknown from the event description if the distal end of the catheter was placed in saline to activate the hydrophilic coating prior to insertion. The results of the investigation are that there are no product anomalies identified that contributed to the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During implant, while releasing the sensor, it remained stuck to the delivery catheter. An additional access site was made to help remove the sensor from the delivery catheter. A balloon catheter was inserted using a new introducer and positioned proximally to the device to keep it in position while retrieving the delivery catheter, but this was not successful. Since the sensor was stuck to delivery catheter, a guideliner catheter was inserted over the delivery catheter and it moved the sensor off the catheter successfully. The catheter would be returned.